Event description:
A female assistant began to get itchy and shaky and her teeth began to chatter after wearing the gloves for several days. The palm of her hands were slightly red but she did not have a rash. The doctor administered benadryl. When her symptoms continued, he called the ems who administered oxygen and took her to the hospital. According to the doctor, the hospital kept her about an hour and gave her more benadryl but they were not sure why she was shaking or her teeth were chattering. She stopped using the latex gloves and is fine now.